Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there is no indication that the reported event is manufacturing related. Visual inspection: the sample was not returned; therefore, visual inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore, performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images were not provided; therefore, a review could not be performed. Conclusion:the investigation is inconclusive for a device markings issue, as the sample was not returned for evaluation. The manufacturing investigation shows that 12g needle guide inserts were not manufactured within the same timeframe as the identified lot of this complaint. Therefore, the definitive root cause could not be determined based upon the available information. Labeling review: the current instructions for use (IFU) states: a sterile, disposable needle guide insert, model encfinsert-12g, encfinsert-10g or encfinsert- 7g, packaged and sold separately, is inserted into the needle guide to provide a sterile guide for the encor® tip.

Event description:
It was reported that during a stereotactic breast biopsy, the ten gauge needle insert was allegedly too narrow for the ten gauge probe to insert through to the patient. Another insert was used to complete the biopsy. There was no reported patient injury.